Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient implanted with this pacemaker system was scheduled for system revision due to oversensed noise and high pacing thresholds that were suspected to have been attributed to dislodgement of both the right atrial (ra) and right ventricular (rv) leads. Upon further review, it was noted that both leads were in unipolar. This pacemaker system was successfully explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this pacemaker system was scheduled for system revision due to oversensed noise and high pacing thresholds that were suspected to have been attributed to dislodgement of both the right atrial (ra) and right ventricular (rv) leads. Upon further review, it was noted that both leads were in unipolar. This pacemaker system was successfully explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. The associated investigation noted that the set screw marks were more proximal than expected, indicating the lead was not fully inserted into the device header. This likely contributed to the reported allegations of high capture threshold measurements and oversensed noise. Please refer to the description for more information regarding the specific circumstances of this event.